Event description:
It was reported to gems that the technician's hand slipped and the technician dropped the pt's head onto the corner of the axial head holder. This resulted in the pt, who had just finished neurosurgery, receiving a cut that required four stitches. The head holder was replaced.